Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device change out due to normal eri, the physician had difficulty removing the right ventricular lead from the device. The physician used force to remove the lead, damaging the lead in the process. The patient was in stable condition following the procedure.